Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Defibrillation threshold testing (dft) noted there was no capture on the left ventricular (lv) lead. Further examination determined the lv lead was dislodged. The patient was asymptomatic. The lv lead was repositioned successfully on (B)(6) 2021. The patient was stable throughout the procedure.